Manufacturer narrative:
Continuation of d10: product ID {d-evolutfx-2329}; product lot/serial number {unknown}; product type: {0195-heart valves}; implant date {n/a}; explant date {n/a} product ID {non-medtronic post-implant bav}; product lot/serial number {unknown}; product type: {balloon aortic valvuloplasty}; implant date {n/a}; explant date {n/a}. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that prior to a transcatheter procedure involving the medtronic tav evfxplus-29, the patient had an annulus with a minimum diameter of 24 millimeter¿s (mm) and a mean of 26 mm. A pre-implant balloon aortic valvuloplasty (bav) was performed using a 24-millimeter(mm) non-medtronic balloon, which was standard for the implanting physician. Following deployment of the valve at 2 mm on the non-coronary cusp (ncc) and 2 mm on the left coronary cusp (lcc), moderate para-valvular leak (pvl) occurred. A post-implant bav was performed using a 28 mm non-medtronic (z-med) balloon due to the pvl. Two separate inflations were performed. It was noted that a syringe was used as the inflation device, the inflation time was 2 seconds, and the inflation pressure was nominal. Following the 2 separate inflations , moderate pvl remained. The decision was made to use a 25 mm non-medtronic balloon to try to eliminate the pvl. After dilation with the 25 mm balloon, the pvl resolved, however, central aortic regurgitation was observed. Subsequently, a torn leaflet resulted from the use of the bav. A second valve was implanted valve-in-valve using a snare to assist its passage through the first valve. The procedure was delayed by approximately 30 minutes. The torn leaflet was attributed to the post-dilation required to address the moderate pvl.

Manufacturer narrative:
Updated data: b5 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that during the valve implant, following the post implant balloon dilatations, moderate to severe central aortic regurgitation was observed.